Event description:
The dentist reported that when trying to insert the cover screw into the implant, the cover screw would not fit. After unscrewing the cover screw, the dentist found it to be fractured. The dentist was able to complete the surgery with another implant.

Manufacturer narrative:
The complaint investigator's visual inspection confirmed one ifos510 full osseotite® certain® implant 5 x 10mm implant was returned with a portion of the cover screw icsf50 certain® flat implant cover screw 5mm(d) fractured inside. The remainder of the cover screw was also returned. The cover screw hex drive is severely rounded. The internal single hex drive feature of the implant shows evidence of damage, in the form of metal deformation. The device history record review was completed for the implant lot. Information did not provide any indication of a manufacturing deviation. Definitive root cause could not be determined. (B)(4)